Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine generator changeout, when this device was removed from the pocket, pacing inhibition was noted for this dependant patient. The device was subsequently successfully explanted; there were no adverse patient effects. The device is not expected to be returned for analysis.